Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the second clip jumping open while removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was reported that patient anatomy made clip visualization difficult during the procedure. The first clip delivery system (cds, 10520r306) was advanced to the mitral valve however it became caught in the chords of the anterior leaflet during positioning. The clip was inverted and successfully retracted out of the chords with no tissue damage noted. After the clip became free from the leaflets, it was not functioning accurately. The clip was jumping close rather than having a consistent movement. However, the physician proceeded with deploying this clip. The clip was successfully implanted and remains stable on both leaflets. A second cds (20111r128) was advanced and placed medially on the mitral valve. While the lock line was removed the clip jumped opened to 60-70 degrees. The clip was reclosed and deployed; the clip settled at 40 degrees with a nice grasp. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip opening while removing the lock line could not be determined. The reported clip jumping appears to be a cascading event of the clip opening while removing the lock line. The reported poor visualization was due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.